Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the urinary catheter fell out. The balloon has deflated.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. 1 piece of actual sample was returned for investigation. Based on the complaint description, it was reported "the urinary catheter fell out. The balloon has deflated." Further investigation was conducted by inflating the balloon with l0ml of air. Balloon inflated to its required shape and size. The inflated balloon was left on work bench for more than 10 minutes , the balloon remained in inflated condition. No change in balloon shape or size observed. Balloon deflation via empty syringe was fast and spontaneous. Another attempt to re-inflate the balloon with red color water was easy. Balloon inflated to its shape and size. The inflated balloon was left on the working bench and under monitoring for more than 30 minutes. Visual examination on the surface of the balloon, shaft and other parts of the catheter did not reveal any sign of cut, bruise and leak. Leak balloon may happen due to various reasons such as contact with sharp object during use i.e contact with clamper, kidney dish/tray, overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly, petroleum spirit, paraffin or other relative compounds. Balloon could also leak because of balloon might had come in contact with bladder or kidney stone during use for patient with bladder or kidney stone history. A simulation test was conducted with representative samples from production on the same catheter size and balloon volume. Samples were inflated with 10ml of distilled water and soak in water at 37 c for 14 days according to ptm-028 (functional test for foley catheters}. Samples were removed from soaking after 14 days and check for any leakage. No deflation issue was observed. Balloons are still inflated to its normal condition and shape. In current standard operating procedure (spm-a52-001), the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be aga in subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out. Based on the investigation conducted, no balloon leakage was found. A 100% leak test was conducted to inspect the product and such failure in manufacturing could be detected. Therefore, this complaint could not be confirmed.

Event description:
It was reported that the urinary catheter fell out. The balloon has deflated.